Manufacturer narrative:
Date of submission 15-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings :a review of the pump¿s black box and alarm history showed evidence of call service cs012/cs052/cs054 (slave processor communication error) alarms. The returned battery cap was undamaged and able to properly secure to the pump. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms or issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.